Event description:
Hardware failure.derotational corrective osteotomy of the right long finger metacarpal.patient who sustained a right long finger proximal phalanx fracture in 2007. She was treated conservatively. She has continued to have pain and especially a rotational deformity where there is scissoring of the middle finger with flexion, measuring approximately 15 to 20 degrees of rotational deformity at the tip. This is interfering with her daily activities.======================manufacturer response for plate, compression 2.3mm 5 hole large profyle, plate, compression 2.3mm 5 hole large profyle (per site reporter).======================awaiting response.======================manufacturer response for screws, cross fit self tap profyle ti 2.3 x 10 mm ( 2 screws), screws, cross fit self tap profyle ti 2.3 x 10 mm ( 2 screws) (per site reporter).======================awaiting response.======================manufacturer response for screw, cross fit self tap 2.3 x 11mm, screw, cross fit self tap 2.3 x 11mm (per site reporter).======================awaiting response.======================manufacturer response for screw, cross fit self tap 2.3 x 12mm, screw, cross fit self tap 2.3 x 12mm (per site reporter).======================awaiting response.======================manufacturer response for screw, cross fit self tap profyle ti 2.3 x 14mm, screw, cross fit self tap profyle ti 2.3 x 14mm (per site reporter).======================awaiting response.